Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic pelvic relaxation, cystocele, rectocele, and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy performed during mesh implantation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.